Manufacturer narrative:
H6: codes b21 / c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 and #2 preoperative complaints: (B)(6) 2004: (B)(6) indications. ¿(B)(6) is a 48-year-old patient of dr. (B)(6) years ago she had a gastric stapling in nashville. Over the last several months, she has noted a mass in her upper midabdomen under the midline incision that has gotten larger. It has become more symptomatic and on exam it is consistent with an incisional ventral hernia. She is for repair. Will attempt this laparoscopically. She understands the possibility of requiring an open repair .¿ implant #1 and #2 procedure: laparoscopic repair of multiple incarcerated ventral herniae. [Implant: gore® dualmesh® biomaterial, 1dlmc07, 20cm x 30 cm or 1dlmc08, 26cm x 34 cm, oval. Serial numbers not provided]. Implant #1 and #2 date: (B)(6) 2004 [hospitalization dates not provided]. (B)(6) 2004: (B)(6). Operative report. Assistant: (B)(6), cfa [certified first assistant]. Preoperative diagnosis: enlarging symptomatic ventral/incisional hernia. Postoperative diagnosis: multiple incarcerated ventral/incisional herniae. Anesthesia: general. Estimated blood loss: 20 cc. Wound classification: not provided. Procedure: ¿after satisfactory general anesthesia was induced, the patient's abdomen was prepped and draped in a sterile manner. An infraumbilical incision was made without any problem and we entered the abdomen through the midline of the fascia and under direct vision the open trocar was placed and secured. The abdomen was insufflated with carbon dioxide. She had a very nice situation for laparoscopic repair. She had a lot of omental adhesions, but they were all omental adhesions that were in the upper midline. There was no evidence of any bowel involvement. However, she did have hernias that were incarcerated with the omentum. We ultimately placed four 5-mm trocars, two on the left and two on the right under direct vision without any problem. We then took down all the adhesions, reducing the omentum out of the hernias. When we finished the dissection, she basically had a reasonably sized hernia just in the supraumbilical region in her previous midline incision. The one she could feel in the mid upper abdomen was probably about a 3-cm hernia and had omental contents incarcerated that were taken down as well. Between these two, she had multiple swiss cheese small hernias where they had sewed up the fascia. There was really nothing above the uppermost larger hernia. We did take down all adhesions up onto the liver. We examined this entire upper abdomen. Adhesions came down nicely with scissors and light cautery. Her falciform had already been mobilized but we went ahead and took down all these adhesions. Once we had completed the adhesiolysis we examined the areas. There were [sic] no evidence of any bleeding. There was no evidence of any bowel injury. We then took a spinal needle and carefully marked out the entire circumference of the involved area, marking it externally with a marking pen, going from about 2 cm above the larger hernias in the midabdomen to and beyond the umbilicus. I wanted to cover up her 10-mm tracer site as well. We added 2 cm to the measurements to make sure the patch went out far enough and ultimately we determined that we needed a 15 x 29cm piece of dual mesh. This was brought up and tailored, quadrants were carefully marked. Four sutures of 0 nuroion were placed in the four quadrants. It was rolled up and placed the umbilical incision into the abdomen. At that point, we went ahead and closed the umbilical fascia with 0 vicryl, reinsufflated the abdomen, and unrolled the patch. We made sure the rough edge was up against the fascia and the smooth edge was down on the bowel side of the abdomen. Using the suture grasper, we made small skin nicks in the four quadrants and pulled the traction sutures up out and pulled the patch up against the abdominal wall. We then took the tacker and went around the circumference, tacking it to the fascia using about 1 cm. We did remove the traction sutures just to try to cut down on the amount of pain once we had it tacked up. It lay in very nicely. When we deflated partially it was obviously loose enough so it wasn't tight. Three of the 5-mm trocars were removed under direct vision. There was no muscular bleeding. The final one was used to decompress the abdomen and was removed. All sites were infiltrated with a total of 30 cc of 0.5% marcaine with epinephrine. Skin in the sites was approximated using interrupted inverted 3-0 plain subcuticular, further approximated using steri-strips. The wound was dressed sterilely. The patient left the operating suite stable .¿ implant sticker not provided. (B)(6) 2004: owensboro medical health system. Billing record. Service date: (B)(6) 2004. Charge number: (B)(4). Description: ¿mesh dual 20x30 gore 1dlmc07.¿ quantity: 1. Rev code: 278. Cpt4 code: c1781. Charges: 3300.30. Service date: (B)(6) 2004. Charge number: (B)(4). Description: ¿mesh dual 26x34 gore 1dlmc08.¿ quantity: 1. Rev code: 278. Cpt4 code: c1781. Charges: (B)(4). Relevant medical information: (B)(6) 2013: (B)(6). Inpatient hospitalization. (B)(6) 2013: (B)(6), do. Operative record. Procedure: excision of large chronic abdominal wall seroma. Preoperative diagnosis: chronic abdominal wall seroma. Postoperative diagnosis: chronic abdominal wall seroma. Anesthesia: general. Estimated blood loss: less than 50. Specimen: abdominal wall seroma cavity for permanent. Indications: ¿the patient is a 57-year-old female who had been involved in an auto accident some time ago. She has also had a hernia repair with mesh in the past. She had a chronic abdominal seroma it has been there for a couple of years. She felt like it was getting larger and causing progressively a little bit more discomfort. This had been watched by dr. Scherm for some time. It was decided last year not to try to operate on this. However, this year, the patient curves back and desired removal of this. It was affecting how she wore cloths [sic] and was causing discomfort, so we made arrangements to do so. Risks and benefits were explained, which included bleeding, infection, heart attack, stroke, and even death. The risk of recurrent seroma was also mentioned more than once to the husband and the wife. She understood all of the potential problems and perils with the case and was agreeable to proceed.¿ wound classification: not provided . Findings: ¿large chronic abdominal wall seroma anterior to the abdominal fascia, excised totally.¿ procedure: ¿the patient was brought to the operating room theater and placed in a supine positron. Foley catheter was given. She had already been given some clindamycin for antibiotic prophylaxis. After anesthesia, she was prepped and draped in the usual sterile fashion. We made a generous paramedian incision next to her old laparotomy scar right over the mound of this large seroma. We dissected down carefully using the bovie and got it completely circumferentially around this seroma all the way down to the level of the fascia. The patient had mesh subfascial that had been put in before from a hernia repair. Next, we started just in a medioiateral approach to excise this capsule off. However, the capsule at least posteriorly was densely adherent to the fascia. We did enter unfortunately the capsule as we were removing it. We sucked all of the fluid out of this, and we went wider and were able to get the entirety of the capsule wall out. There were just 2 areas both lateral on the lateral sides of the fascia where I re-enforced the fascia with interrupted 0 pds suture in a running fashion just to imbricate the fascia over the mesh so that the mesh would not be exposed. Once the capsule was completely free, it was passed off and labeled as chronic abdominal seroma cavity. We copiously irrigated the operative field and then abdominal wall with bacitracin impregnated saline x3 and suctioned all of this until clear. Bleeding was controlled with cautery. After good hemostasis was achieved, a 19 round black drain was placed into the bottom of the operative field. Next, I tried to close some of the dead space of this closure with some 2-0 interrupted vicryl followed by a running 3-0 vicryl and then staples for the skin. The drained [sic] was secured with 2-0 nylon. I put a biopatch and tegaderm plus dressing over the drain site. An island dressing will be placed over the staples. The patient¿s foley catheter was discontinued. The patient was extubated and sent to the recovery room in good condition. She will go up to the floor and hopefully go home tomorrow .¿ (B)(6) 2013: (B)(6), do. Discharge summary. Hospital course: ¿the patient is a 57-year-old female who has had a history of hernia repair in the past as well as some motor vehicle trauma. She had a large abdominal seroma that dr. Scherm had been following for some time. This felt like it was getting progressively bigger, at least subjectively according to the patient. It was causing a lot of discomfort, so we made the decision to evacuate and excise the entire seroma cavity and close the wound. We went and had a successful surgery. I did keep her for 48 hours after surgery to make sure that her pain was well controlled and then her diet was advanced. She ultimately went home after 48 hours with a drain in place. Her pain was well controlled with IV and then switched to p.o. Pain medicine. She was given drain teaching and was instructed to follow up with my office in a week. The patient did well during her hospital stay and was discharged with really no problems. She was instructed to call my office for any issues .¿ (B)(6) 2013: (B)(6). Inpatient hospitalization. (B)(6) 2013: (B)(6), md. Operative report. Procedure: 1. Cystoscopy. 2. Transobturator mid urethral sling (obtryx). Preoperative diagnosis: stress urinary incontinence. Postoperative diagnosis: stress urinary incontinence. Anesthesia: general. Estimated blood loss: minimal. Specimens. Complications: none. Indications: ¿this is a 57-year-old female with a history of severe stress urinary incontinence. There was a question of some degree of neurogenic bladder secondary to a motorcycle wreck approximately a year ago. The patient had undergone a thorough workup including urodynamics, which showed she had excellent detrusor function and did not have a neurogenic bladder. She did have intrinsic sphincter deficiency and severe urethral hypermobility contributing to her severe stress urinary incontinence, and she was scheduled for the above mentioned procedure. The patient had been apprised of all FDA warnings including the fact that this device is not part of the FDA warning on transvaginal mesh.¿ wound classification: not provided. Procedure: ¿after appropriate informed consent was obtained including all information about FDA warnings regarding transvaginal mesh including the fact that the obtryx is not part of this FDA warning, we went ahead and had induction of general endotracheal anesthesia. We gave the patient preoperative antibiotics. The patient then was put in the dorsal lithotomy position, prepped and draped in the usual fashion. Once this was accomplished, we put in a weighted vaginal speculum, and we identified the adductor longus ligament at the level of the clitoral hood. We went ahead and selected 2 sites in her thigh creases just coming down into the obturator membrane. Once these were identified, we put a foley catheter in, drained all urine from the bladder, and then placed an allis clamp just below the urethral meatus. I infiltrated the area with 1% lidocaine with epinephrine as well as the thigh creases. I then used a 15-blade scalpel to create a midline incision through the vaginal mucosal coming full thickness right dawn onto the urethra. I then dissected out about the pubocervical fascia and came back laterally until we had tactile feedback on the inferior pubic rami. Once this was accomplished, I put a well lubricated gloved finger into first the left obturator space, I put my finger on the underside of the obturator internus muscle. I then brought in the needle passage device. I put it in through the thigh crease. I felt 2 successive pops signifying that we had entered the appropriate space. I cantilevered the needle passage device until I could feel the impulse right on my finger, and then I brought the needle passage device out through the vaginal wound. We then hooked the sling onto this needle passage device and then counter rotated until the sling emerged through the thigh crease. We repeated the procedure on the patient¿s right. Once this was accomplished, I then tensioned the sling appropriately with the midline flag maker removed. I could easily slip a small right angle clamp behind the sling to know I had an appropriate degree of tension. Once this was done, we went ahead and trimmed the excess edges at the level of the skin in the thigh creases. I then went ahead and closed the vaginal mucosal wound after irrigating copiously with antibiotic impregnated solution and closed in a running continuous fashion with 2-0 vicryl stitch. I inspected lateral fornices of the vagina, and there was no button holing, no visible mesh, no additional bleeding that was seen. I then went ahead and unclamped the foley. It ran clear yellow urine. I had removed the foley, and we came in with a 30 degree lens and a 23-french cystoscopic sheath. We inspected every surface of the bladder. There were no traumatic injuries to the bladder. The bilateral ureteral orifices were seen to efflux clear urine. We came back out through the urethra and likewise it was without any injuries. Once this was completed, I then left the bladder half full, and we applied dermabond to the thigh creases. This concluded the procedure.¿ ¿the patient will follow up with me in approximately 4 weeks for a pelvic exam and a post-void residual. We will send her home on antibiotics. Dr. Nebel is taking care of her for her seroma. We discussed this in detail. The patient was very concerned about her loss of insurance that was upcoming. She has been doing well. The wound on her abdomen looked clean, dry, and intact, and she had no evidence of any infection, and therefore, we felt it was safe to proceed with placement of this sling at this time. Postoperatively, she will be discharged with sufficient antibiotic prophylaxis .¿ (B)(6) 2013: (B)(6), md. Discharge summary. Discharge exam: ¿wounds look good.¿ activity: ¿activity as tolerated and no heavy lifting for 2 weeks, nothing in vagina for 6 weeks.¿ diet: ¿regular diet.¿ wound care: ¿keep wound clean and dry.¿ ¿follow-up with johnson in 4 weeks .¿ explant #1 and partial explant #2 preoperative complaints: (B)(6) 2013: (B)(6), do. Indications. ¿the patient is a 57-year-old female who has a history of a hernia repair. This was done by dr. (B)(6) a couple of years ago and I think she has had probably more than 1 repair. I excised a large chronic seroma cavity that had been causing symptoms for her back a few months ago and then she became lost to follow up. She presented to the emergency department a week or so ago with some pus coming out of her wound. She was found to have a large chronic re-infected seroma cavity and likely pus and fluid underneath her ventral hernia repair. It is my reasoning that likely this mesh was infected, and it was ultimately going to need to be removed. I put her on some p.o. [By mouth], antibiotics and saw her in my office, and we set up a surgery to remove this mesh. I told the patient that we ultimately would have to see how well the mesh would come out and what we would ultimately need to do to remove this. There is likely a layer of mesh that is completely incorporated with the bowel that would he nearly impossible to retrieve, but any non-incorporated mesh we could certainly take out. I will put her [sic] antibiotics and do some wound care. The patient understood the risks and benefits and was agreeable to proceed .¿ explant #1 and partial explant #2 procedure: laparotomy. Explantation of infected ventral hernia mesh. Soft tissue washout. Placement of wound vac. Explant #1 and partial explant #2 date: (B)(6) 2013 [hospitalization dates (B)(6) 2013]. (B)(6) 2013: (B)(6), do. Operative report. Assistant: (B)(6), cfa. Preoperative diagnosis: soft tissue abscess, abdominal wall, with non-incorporated infected ventral hernia mesh. Postoperative diagnosis: soft tissue abscess, abdominal wall, with non-incorporated infected ventral hernia mesh. Anesthesia: general. Estimated blood loss: 200 ml. Wound classification: not provided. Findings: ¿non-incorporated infected ventral hernia mesh, excised and sent for culture. There was 100 ml of pus in the soft tissue on the fascia.¿ procedure: ¿the patient was brought to the operating room theater and placed in supine position. She was given anesthesia. A foley was placed. She was prepped and draped in the usual sterile fashion. I made a large diamond incision to remove old, indurated skin, and where the pus had been draining, I carried the dissection down to the base of the old seroma cavity. I drained a large amount of purulent fluid. I did a lot [sic] sharp debridement of the posterior part of the seroma cavity. I took out a lot of indurated tissue. I ultimately exposed the fascia on both sides. I did not get into the abdominal cavity. We never saw any bowel. There was no evidence of any bowel injury. I found this floppy piece of what looked like dualmesh. I was able to remove this. There was pus underneath that and it looks like there was a posterior layer of another piece of mesh that had already been completely incorporated into the bowel, so I left that alone. I trimmed this non-incorporated mesh all the way to the edges of the fascia. This left a defect in the fascia probably a good 8 or 9 cm, but again below that in the base it had already been completely incorporated as a bridge. Next, I removed any and all nonviable soft tissue from the wound. We copiously irrigated the wound with bacitracin and gentamicin impregnated saline with a pulsavac. We controlled bleeding with the bovie. Next, I closed the superior and interior aspects of the wound with just some interrupted 2-0 nylon sutures and had a sort of a 9 cm circle. We placed 2 pieces of black foam for the wound vac in the center of this and then placed the sterile drape for the vac dressing on top of that and hooked it up to 125 continuous suction, and that worked well. At this point we concluded the procedure. Foley catheter was discontinued. The patient ultimately tolerated the procedure well and will go up to the floor. She will be here for a few days getting wound care.¿ (B)(6) 2013: (B)(6), do. Discharge summary. Hospital course: ¿57 yo [year old] female with hx [history] of vhr [ventral hernia repair] with mesh and seroma, I had excised an old seroma cavity from her abdomen a few months ago, she ultimately developed a chronic drainage here and was lost to followup, she presented a few weeks before elective surgery with fever, I was concerned that she has some hernia mesh that was chronically infected an unincorporated. We brought her to the or and sure enough, there was mesh that was infected with staph. We removed it and debrided the abdominal wall. We did not have to enter the abdominal cavity. I placed a wound vac in the wound and admitted her for abx [antibiotics] and pain control, her diet was advanced, and the vac supplies and care were setup.¿ discharge exam: ¿abdomen was soft nontender. Vac in place, working well.¿ activity: ¿activity as tolerated.¿ diet: ¿regular diet, glucerna protein shakes tid [three times a day].¿ wound care: ¿as directed.¿ ¿follow-up with nebel in 2 weeks .¿ explant #2 preoperative complaints: (B)(6) 2014: (B)(6), md. Indications. ¿the patient is a 58-year-old female with severely infected and recurrent drainage from her abdominal wall wound. She has a large ventral hernia with incarcerated component, near perforation of bowel through the skin. She is here at this time for abdominal hernia repair and removal of infected material .¿ explant #2 procedure: removal of infected gore-tex mesh. Bilateral component separation with bilateral tissue advancement. Repair of recurrent incarcerated incisional hernia. Explant #2 date: (B)(6) 2014 [hospitalization dates (B)(6) 2014]. (B)(6) 2014: (B)(6), md. Operative report. Assistant: (B)(6), cfa. Preoperative diagnosis: incarcerated ventral abdominal wall hernia with infection. Postoperative diagnosis: ventral incarcerated recurrent abdominal wall hernia with infected gore-tex mesh. Anesthesia: general. Wound classification: not provided. Procedure: ¿the patient was taken to the operating room and placed on the table in a supine position. After satisfactory general anesthesia, the abdomen was prepped and draped in a sterile fashion. An elliptical incision was made around the open area of the wound through the skin end of the subcutaneous tissue, and this portion of skin was removed. I then began carefully dissecting and identified the hernia sac and fascial border, opened the hernia sac, and entered into the abdominal cavity. There was noted to be multiple omental adhesions and bowel adhesions up into the hernia sac and into the hernia itself. It is a very large broad base defect, and it took a while to get into the abdomen completely due to the amount of infection in the lower aspect having everything stuck to the undersurface of the abdominal wall. I was able to dissect this without any injury to bowel loops and freed up the omentum and bowel and dropped it back into the abdominal wall. I was able to identify the area of infection tracking down to the gore-tex mesh that obviously had been placed intra-abdominally on a previous laparoscopic hernia repair. There was a rim of mesh around the entire incision and fascial border from where she had had it repaired before, but this infection had encircled entire circumference of the mesh around the fascial borders. I had to remove the entire section of mesh and this was done really quite easily due to the amount of inflammatory tissue and separation of this with edema. Once I had this completely removed, I turned my attention to the hernia repair itself. There was a large hernia sac protruding off to the right side. She had a broad based defect from the xiphoid down below the umbilicus, and in order to close this in this infected field, I felt best to do a component separation by dividing the lateral fascia just lateral to the anterior rectus sheath into the area where the external oblique join into the rectus. This allowed me to separate this layer keeping the internal oblique and transversus abdominis intact. The rectus was able to then be mobilized toward the midline. I carried out this mobilization down toward the pelvic area and all the way up onto the chest wall so I could get good laxity of this tissue. Once I did this bilaterally, I was able to pull the rectus together in the midline. I sutured the midline with interrupted #1 monocryl. After having it completely closed with interrupted [sic], I ran a monocryl over the anterior fascia. I then placed 2 blake drains, 19-blake drains, through separate stab incisions suturing in place at the skin level using a 2-0 nylon. I then excised the redundant skin in the area of the skin that had been damaged by the previous wound vac and been allowed to granulate in. All of this was able to be removed, and the skin bilaterally was advanced so that I could rid the midline of all of this abnormal tissue. I then closed the subcutaneous tissue with 3-0 vicryl in 2 layers, and then the skin was closed with a stapler. Drains were hooked to bulb suction. The hernia defect itself was in the neighborhood of 8 to 9 inches in size in each direction but was unable to [sic] brought together without undue tension due to the component separation and was quite satisfied at the end of the procedure. There was good hemostasis. Sponge, needle, and instrument counts were correct .¿ pathology report was not provided. (B)(6) 2014: (B)(6), md. Discharge summary. Hospital course: ¿admitted post up. Was started on liquids on pod #1. Over her hospital course she was advance [sic] to regular diet. She had a fair amount of pain, requiring parenteral pain meds until day of dc. She was ambulatory on pod #1. Once she had normal git [sic] function, was tolerating pain with oral meds she was allowed home.¿ abdomen: ¿soft, non-tender; bowel sounds normal; no masses, no organomegaly.¿ discharge instructions: activity: ¿no lifting, driving, or strenuous exercise for 6 weeks.¿ diet: ¿regular diet.¿ wound care: ¿none needed.¿ ¿follow-up with gilliam in 2 weeks .¿ relevant medical information: (B)(6) 2018: (B)(6). Inpatient hospitalization. (B)(6) 2018: (B)(6), md. Operative report. Assistant: (B)(6), cfa. Procedure: open repair of recurrent incarcerated incisional hernias with mesh. [Implant: surgimesh.] Preoperative diagnosis: recurrent incarcerated midline ventral hernias. Postoperative diagnosis: recurrent incarcerated midline ventral hernias. Anesthesia: general. Specimen: hernia sac. Indication: ¿patient is a 62-year-old female who had prior ventral hernia repair with mesh several years ago. She had an injury requiring surgery, and she got her previous mesh infected. It was dealt with by other surgeons in both her previous operations. She came to me with infected mesh that had been not dealt with entirely and mesh had to be removed. She is back at this time due to weakness of her tissue with recurrent hernias.¿ wound classification: not provided procedure: ¿patient was taken to the oper.ating room, placed on the table in supine position. After satisfactory general anesthesia, the abdomen was prepped and draped in a sterile fashion. A generous midline incision was made through her previous incision through the skin and subcutaneous tissue down to what was found to be 2 separate hernias. The more cephalad contained transverse colon. The more caudad contained multiple loops of small bowel. Both areas had incarcerated components. The bowel was freed up and able to be replaced in the abdominal cavity, revealing the defect in the cephalad portion to be approximately 5 cm in size. Then the more caudad position was more approximately 7-8 cm in size. There was a bridge of normal tissue, or at least dense fibrous tissue, between these 2, that could be used to help support mesh and take tension off the repair, so I left this bridge of tissue, which was approximately 5-6 cm across in the cephalocaudal dimension. Once I had identified the anatomy, I excised the hernia sac in both areas. I freed up the bowel, replaced it intra-abdominally, and freed up an area underneath the undersurface of the abdominal wall musculature for suturing a new intraabdominal portion of surgimesh patch into the abdominal cavity. I placed interrupted mattress stitches in all 4 quadrants of the mesh and then in each interspace in the 4 quadrants also placed, so there were 8 total mattress sutures placed, for suturing full-thickness through the abdominal wall musculature. I selected a 15 cm wide x 22 cm in length skirted surgimesh. These sutures were placed full-thickness through the abdominal wall musculature and tied in place. I then also sewed the skirt with a running mattress stitch around the entire circumference of the patch, further affixing it back well away from the fascial margin full thickness through the abdominal wall with a running mattress suture around the entire circumference. I then at this point saw that I could easily bring the good portion of the upper portion of the fascia, the more cephalad defect, together in a cephalocaudal direction with a running 0 prolene. The mesh had been sewn in place in the 1st sutures and the running mattress suture also with 0 prolene holding it in place. At this point, I had good coverage, at least 5-7 cm or so of coverage in each direction beyond the fascial defect, and then the skirt was 3-4 cm back from the fascial defect holding the mesh up against the undersurface of the anterior abdominal wall. At this point, I closed the subcutaneous tissue with running 3-0 vicryl in 2 layers, eliminating any dead space, and then closed the skin with a stapler. Sterile dressing was applied. The patient tolerated the procedure well .¿ (B)(6) 2018: implant record. ¿mesh surgimesh skirted 15x22 .¿ (B)(6) 2018: (B)(6), md. Discharge summary. Hospital course: ¿admitted post op for pain control. She was started on diet on post op day 1. She had normal diet, activity throughout the stay. Once she tolerated oral pain meds with adequate control of pain, she was discharged home.¿ discharge exam: abdomen: ¿soft, non-tender; bowel sounds normal; no masses, no organomegaly¿ discharge instructions: activity: ¿no lifting, driving, or strenuous exercise for 6 weeks.¿ diet: ¿regular diet.¿ wound care: ¿may bathe or shower tomorrow. If steristrips are present, they may be removed in 4 days.¿ ¿follow-up with dr. Gilliam in 2 weeks .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic incarcerated ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013 and (B)(6) 2014, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgeries, pain, revision, removal, infection, seroma, wound vac. Additional event specific information was not provided.